Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low backpain. It was reported that in (B)(6) 2017 (last week, relative to the date of report), the personal therapy manager (ptm) gave the patient "way too much medication." Since then, the patient had not used the ptm again. It was noted that the patient hadn't used the ptm for a couple days, and when she did it declined the bolus. The patient reportedly knew how it felt when she got the medication. The patient was redirected to a healthcare provider. No further complications were reported or anticipated.